Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of 10 units instead of the intended 100 units. Reportedly, the cartridge was filled with 150 units of insulin. Review of the fill estimate calculations verified there was approximately 78 units of insulin remaining in the cartridge. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.